Manufacturer narrative:
A batch record review indicates no discrepancies. No physical sample or photograph is expected. The product was manufactured under the appropriate device specification. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according to the appropriate process instructions. The process requirements results were documented in the product batch record. The product was packed and labeled under the appropriate packaging and labeling specification. No non-conformances, deviations or discrepancies were found during revision. No further action is required and this issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on june 22, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: there is another case associated with this complaint. A separate FDA form 3500a has been generated to address the other case. (B)(4).

Event description:
It was reported that within 24 hours of use, the end user had difficulty removing the wafer. According to the end user, "the mass is strongly adhered and when she tries to remove it the mass shreds into strings."